Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. Customer's specific value blood glucose (bg) is unknown but remained 54-500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.